Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the instrument was inaccurate by 1 mm. The instrument was swapped out for a different probe and the issue was resolved. There was no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue could not be replicated during troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: inaccuracy occurred during the procedure and the cause was not known. The physician removed the instrument from the procedure because he was told there was a 'gap'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only the tactile all had a deviation. The operation was completed with another probe. There was a delay to the procedure of less than one hour.